Event description:
This rv lead was implanted on (B)(6) 2018 and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018 stating that this lead was a part of a system explant due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).